Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 and (B)(6) 2016 with blood glucose of 500 mg/dl. Customer had symptoms such as difficulty breathing. Customer was hospitalized for diabetic ketoacidosis. Customer was treated with insulin drip. Customer was wearing insulin pump at the time of hospitalization. The insulin pump was returned for analysis.